Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d9: device availability was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 67. H10: narrative/data was updated. The reported device was returned and the reported event is non-verifiable as the event cannot be recreated and testing or measurement analysis cannot be completed for the loosening event. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event could not be recreated due to the nature of the dental device and event (loosening). The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported by the customer that the implant was placed 4 years ago. The patient complained of crown coming loose while eating - crown is screw retained - crown was loose - screw was loose - dr removed the screw and replaced it with a new gold screw. Tooth #46 fdi.